Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 50701364, 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne, weight gain, hypertension, swelling nos, vomiting, rash, itching, bloating, panic attacks, hirsutism, sinusitis and tubal ligation. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain: pelvic/abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric "problems" condition : depression/ anxiety and mental anguish/ pysch injury") and anxiety ("psychological or psychiatric "problems" condition : depression/ anxiety and mental anguish/ pysch injury"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal") and genital haemorrhage ("gen. Abnormal. Bleeding"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device. Was successfully occluded.; on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: unilateral occlusion (left tube occluded). Imaging procedure - on (B)(6) 2013: right occlusion only. Lot number: 50701364 manufacture date: 2012-11 expiration date: 2015-11. Lot number: 50701927 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 50701927, 50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne, weight gain, hypertension, swelling nos, vomiting, rash, itching, bloating, panic attacks, hirsutism, sinusitis and tubal ligation. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain: pelvic/abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition : depression/ anxiety and mental anguish/ pysch injury") and anxiety ("psychological or psychiatric problems condition : depression/ anxiety and mental anguish/ pysch injury"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal") and genital haemorrhage ("gen. Abnormal. Bleeding"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram on an unknown date: essure device. Was successfully occluded.; on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: unilateral occlusion (left tube occluded). Imaging procedure on (B)(6) 2013: right occlusion only. Most recent follow-up information incorporated above includes: on 10-sep-2019: follow-up 1 and 2 processed together. Pfs received : lot no.'s were added. New events added: "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression & mental anguish "., psych injury is clubbed with depression. New reporter contact information was added. Patient's demographics were added. Lab data was added. On 5-sep-2019: follow-up 1 and 2 processed together. Pfs received: new events added: "pelvic/abdominal pain, gen. Abnormal. Bleeding, migration ". Patient's information was updated. Patient's demographics were added. Product indication updated. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.